Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-dec-2019, UDI# (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 07-dec-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices experienced several issues, including the leads having pulled down, remaining back pain, return of pain, and discomfort/soreness/pinching. The patient discovered that the leads had shifted slightly, which contributed to the ongoing back pain, and a lead revision took place to improve back coverage. The leads were advanced up 1.5 vertebral bodies as part of the resolution process. The ins was replaced, but no information was provided to explain why the ins was replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-18 additional information received. The rep confirmed the ins was not replaced due to a device/therapy issue. The doctor and patient decided to upgrade to the new inceptiv battery. It was unknown if the patient had experienced any external or environmental factors that could have contributed to the lead migration. The rep confirmed that following the surgery on (B)(6) 2024 the pt was getting better pain coverage. The ins will not be returned for analysis because the doctor did not want to send it back; there were no concerns with this implanted battery.